Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to voltage leak on the interface board. However, all operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 450 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer was assisted with trouble shooting and their insulin pump passed the test functions. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.

Manufacturer narrative:
The customer reported via phone call that he continues to have issues with his insulin pump; the customer does not believe that the insulin pump is giving hourly insulin. The customer stated that he has previously called to trouble shoot high blood glucose. The customer's blood glucose level is 352 mg/dl. The customer has reverted to his backup plan which is using his old insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.